Event description:
Nellcor puritan bennett rec'd a reportfrom a biomedical engineer that the unit did not provide an audio tome following the speaker upgrade (z-0664-05). There was no pt harm reported.